Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
It was reported that, approximately seven days from the surgical procedure, the patient developed seroma. It was also reported that following the procedure, the patient experienced abdominal mass over site of hernia repair, erythema, some diastasis of the wound edges, tenderness and discomfort with purulent drainage. During seroma excision procedure, mesh was examined and found already well incorporated. Cultures were performed at the time of seroma excision. Results showed no growth. The patient then developed sepsis. No cultures were performed at that time. The doctor opines obesity, ongoing smoking and open surgery are contributing factors to this event and the other possible risk factors for surgical site infection are not recorded so he has no real way of knowing what contributed to the patient¿s ssi. And the doctor also states that no systemic features of sepsis are present. The current patient¿s status is improving, but it has been unresolved at last visit. (B)(4).

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. On 04(B)(6) 2015, the patient experienced severe wound sepsis after seroma excision. It was reported that the event is possibly related to the mesh and definitely related to the registry procedure. The mesh remains implanted. Additional information has been requested.